Event description:
Related manufacturing report number: 2017865-2021-39250. It was reported that a patient presented with noise over-sensing on their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead resulting in inappropriate shock. No changes or intervention was reported. The patient was discharged from the hospital.